Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tnl) result from a single patient sample that were generated by the unicel dxl 800 access instrument. A patient sample was tested for accu tnl and a result of 1.16ng/ml was obtained and 0.68ng/ml upon reflex. The customer re-tested the patient sample for accu tnl and the repeated result was 0.18ng/ml and 0.14ng/ml upon reflex. The erroneous results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Customer runs qc every 24 hours and qc was within customer's specifications prior to and after the event. The customer collects samples in bd, serum and lithium heparin tubes. It is unclear if sample was serum or plasma. The specimen was centrifuged at 3,500 rpm for 7 minutes. The customer stated that the sample was re-centrifuged prior to repeat testing. A field service engineer (fse) was dispatched to the customer's lab on 10/30/06. The fse verified the instrument performance per established procedures. Although pre-analytical sample handling may have contributed to this event, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.